Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged the pump alarmed display - flashing/white/blank/frozen/partial display. Device passed the displacement test. Active current measurement within specifications. No unexpected frozen/ white screen or blank display anomaly noted. However, device received with high sleep current measurement due to moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The history was download successfully using thus software. Unit received with high sleep current measurement due moisture damage on electronics stack pcba1. However, device tested with reference test electronics stack pcba1 was able to boot up properly with no unexpected high sleep current measurement anomaly noted. Device received with, fading serial number label and cracked case at battery tube side. Unit p-cap / test reservoir locks in place properly. Device was not confirmed for frozen/ flashing/white or display or blank anomalies. However, unit failed sleep currents measurements due to moisture damage.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.